Manufacturer narrative:
Philips service replaced the 24v logic supply and isolated ethernet cableset (30m+3m), and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movement was unavailable, and the machine auto-reset on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.